Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the defective sterile inner package was not returned to howmedica rutherford.

Event description:
Hospital reported that the inner sterile package was defective. There were no adverse consequences to the pt or delay in surgery or anesthesia time reported.